Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in supplemental report.

Event description:
Hip product development, reported he received directly from (B)(4) an acknowledgment receipt for the following event (reported directly by the customer to french ca:) "breaking of a total hip prothesis - zircon ceramic head". Afssaps was contacted today to obtain the original customer form (not received by stryker (B)(4)) regarding this even=> obtained by fax today, allowing to identify the corresponding customer.